Event description:
Product analysis was completed for the returned generator on 05/26/2016. Visual examination showed that burn marks were observed on the pulse generator case, which indicated that the pulse generator was likely exposed to an electrocautery tool. In a 24-hr simulated body temperature environment, the pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The sensing functions of the pulse generator performed according to functional specifications. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured at 3.062 volts in the final electrical test, showing an ifi=no condition. However, the data in the memory location representing minimum voltage showed a value of 1.717 volts, indicating a previously encountered eos condition. Other than the noted occurrence of device eos, there were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suspect generator had an issue relating to a premature device end of service indicator on the day of intended implant. The generator was interrogated in the sterile packaging prior to surgery and was found to have an ok battery indicator. The patient's information was programmed into the device without issue. After the generator was attached to the lead, a device end of service warning message was displayed upon interrogation. When it was initially opened, the generator was reportedly kept in the sterile field but not in proximity to the surgical site. The surgeon reportedly did not use electrocautery after the generator was brought into the sterile field. The surgeon also reportedly did not touch the metal shaft of the hex screwdriver. The generator was at room temperature prior to surgery. The suspect device was not implanted, and a different unaffected generator was used. The generator device history record was reviewed, and it was found that all specifications were met prior to distribution. In particular, all functional testing was completed and within specification. The generator was returned to the manufacturer on 05/10/2016 and is undergoing product analysis. The available programming history for the generator shows that an end of service indicator was encountered after device interrogations and programming showed normal battery life.